Event description:
It was reported the patient had an ¿accident¿ at work and ever since then, the device seemed to move around in the pocket. A pocket revision was scheduled as a result. The device was interrogated prior to the revision and it had ¿plenty¿ of battery life and the impedances were ¿good.¿ when the doctor opened the pocket during the revision on the date of this report, the device ¿jumped out at her.¿ the lead was also a little twisted, indicated to be due to the movement of the device in the pocket. No symptoms were reported. Following the procedure, the patient was doing fine and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0qvg6, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).